Event description:
At the conclusion of an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. While ablating with the therapy cool flex ablation catheter along the anterior roof in the left atrium, a steam pop occurred. Isolation of the pulmonary veins was successfully completed. It was noted the patient had become increasingly hypotensive throughout the procedure. An ultrasound was performed, revealing cardiac tamponade. A pericardiocentesis was then performed, which stabilized the patient. No further intervention was required. There were no performance issues with any sjm device.